Event description:
Needle was pulling off the suture. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Lot number kar061 is also associated with this complaint. Customer is unable to identify which lot was actually involved. Samples of the returned product were tested for needle pull and the results obtained were above the usp and co requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers.